Event description:
Poor outcome requiring redo surgery as the cage body slipped and / or migrated after placement, causing increased pain and radicular systems. Surgery l3-l4 discectomy and right microdiscectomy.